Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17041. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 2447153, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012916 was manufactured according to the work instruction (wi) version 123 in the line 09, on 03/may/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5d00829 was manufactured according to the form version 3.0 and manufactured in the machine itl03, on 21-apr-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent tubing event on (B)(6) 2025.the infusion set was in use for one day. The blood glucose level was high above 500 mg/dl and the patient was treated with correction injection via multiple daily injection(mdi). The patient replaced the infusion set and resumed insulin deliveries successfully.the issue occured with 6 infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 6.